Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and it happened when attempted to pull ketamine as well as they are both housed in the same pyxis drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer (fse) reported that no failure was identified after accessing the drawer multiple times and performing inventory of the reported medication without any issues. The fse determined that the drawer only failed when the pocket was not closed before closing the drawer. The fse explained the correct order of operation and recommended that the pharmacy communicate the importance of following on-screen prompts to the nursing staff and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.